Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer woke up and the insulin pump was out. The customer restarted the insulin pump. Saturday and sunday night, the insulin pump delivered a bolus that they did not program. The customer's body went into shock and woke their spouse up. The customer was transpiring heavily and the paramedics were called. The customer got a severe hypothermia from sweating. The customer was admitted into the hospital. Customer's blood glucose level was 1.4 mmol/l. The sensor did not alarm when their blood glucose was low. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was monitored for several days and no unexpected bolus delivery noted. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history noted. However, the insulin pump was received with cracked reservoir tube lip, scratched reservoir tube window and minor scratched lcd window.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The information had been provided with this request. The insulin pump passed the delivery accuracy test.